Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after a supply change. The customer observed air bubbles in the patient line and the infusion set tubing. The customer believed that the air bubbles and occlusion alarm were caused by the syringe needle going too far and damaging the cartridge. Tandem technical support educated the customer that the cartridge cannot be penetrated with the needle as the needle is not long enough. The customer changed their infusion set site and continued to receive occlusion alarms. The occlusion alarms were resolved by changing all pump supplies. The customer's blood glucose (bg) level was not impacted.